Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient currently has a uti. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. (B)(6) 2018 (con): additional information was received from a consumer. It was reported that the device was not working. It was noted that they had reached max on the device but were still unable to void on their own. No further patient complications are anticipated or expected as a result of this event.